Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, wire tip detachment occurred. The target lesion was nearly a total occlusion and located in the non-tortuous and moderately calcified marginal circumflex (cx) artery. The 1855cm pt2 guide wire was advanced across the lesion with a little bit of resistance. The tip swung into a half loop and the wire fractured at the mid-section of the floppy tip, a 1cm section of the tip detached inside the patient. No attempt was made to remove the detached tip as it was too deep in the vessel. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the wire was received loaded in the hoop. The distal tip was detached at 183.3cm from the proximal end. All the outer diameter (od) measurements taken were within device specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab concluded tha the failure occurred due to a torsional/bending event resulting in a final tension overload. Silicon containing notch on wire surface appears to be initiation site of failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be related to a supplier manufacture. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, wire tip detachment occurred. The target lesion was nearly a total occlusion and located in the non-tortuous and moderately calcified marginal circumflex (cx) artery. The 1855cm pt2 guide wire was advanced across the lesion with a little bit of resistance. The tip swung into a half loop and the wire fractured at the mid-section of the floppy tip, a 1cm section of the tip detached inside the patient. No attempt was made to remove the detached tip as it was too deep in the vessel. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).